Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing high impedance issues. The patient underwent surgical intervention for another medical issue, where the system was explanted and not replaced. Related manufacturer reference number: 1627487-2023-03299.